Event description:
Immediately after implantation on 10-Nov-2025, the user had a facial nerve paralysis. The device was explanted.

Manufacturer narrative:
THE DEVICE HAS BEEN EXPLANTED AND SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
IMMEDIATELY AFTER IMPLANTATION ON (B)(6) 2025, THE USER HAD A FACIAL NERVE PARALYSIS. THE DEVICE WAS EXPLANTED.

Manufacturer narrative:
Additional information: According to the information received, the recipient experienced facial nerve paralysis after implantation. Reportedly, the benefit from the device was good. After six month of physiotherapy treatments without success, a revision surgery was carried out, during which the conductive link was unintentionally cut and therefore the device was explanted. The device has not been received for investigation yet.